Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low. Due to a large native annulus, the valve did not seal off entirely and moderate-severe paravalvular leak (pvl) was noted. A second valve was implanted in a higher position ans resolved off the pvl. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. It was reported that the valve was implanted / positioned too low due to a large annulus which then led to severe paravalvular leak. The issue was successfully resolved through implant of a second transcatheter bioprosthetic valve.